Manufacturer narrative:
A visual examination of the returned device revealed that the carrier on the capio slim was broken. The remainder of the carrier was not returned. The uphold lite mesh assembly was not returned. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim device was used on an anterior posterior repair procedure on (B)(6) 2018. According to the complainant, during the procedure, the capio carrier was temporarily unable to retract. The procedure was completed with another uphold¿ lite with capio slim. There were no reported patient complications at the conclusion of the procedure and the patient was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite with capio slim device was used on an anterior posterior repair procedure on (B)(6) 2018. According to the complainant, during the procedure, the capio carrier was temporarily unable to retract. The procedure was completed with another uphold¿ lite with capio slim. There were no reported patient complications at the conclusion of the procedure and the patient was reported to be fine.